Event description:
Complainant alleged that during biomed testing the device displayed an "electrode shorted" and "analysis halted" message when the analyze button was pressed. Complainant indicated that there was no pt involvement in the reported malfunction.